Event description:
Additional info received from the MFR on 04/19/1999: the cadd pumps were first introduced in 1985. The cadd tpn-pump was first introduced in 1991. Sims deltec has received other complaints associated with misloading of the cadd-tpn and/or other model pumps with similar configuration: result of user error. In the last six years, the incidence of similar complaints in respect of all the cadd pump systems, excluding the cadd-tpn pump, is 75 complaints. During the same time period, the incidence of such complaints in the respect of the cadd-tpn pump system is even lower, at eight complaints. Until the medwatch report received by deltec in january, 1999, which is the subject of this letter, there had been no reports of an irreversible serious injury caused to a patient by an improperly attached set plate resulting in over-infusion of tpn fluid from a cadd tpn pump. The extremely low incidence of such complaints may be explained due to the high degree of training. The pump and similar models do not issue an alarm or warning if the hooks on the administration set plate are not attached to the hinge pins prior to the task of locking the set plate in place: there is no alarm in the original cadd range of pumps. This is due to the limitations of the software and hardware technology at the time the pumps were designed. Because of those limitations, it is not possible to retrofit these pumps with an alarm. Accordingly, alternative measures have been taken to alert the patient. There is a warning in the model 5700 operator's manual regarding the proper attachment of the set plate of the cadd-tpn pump. There is no warning contained on the set plate and/or on the model 5700 pump or other similar pump alerting the user to the potential for uncontrolled fluid flow if the set plate hooks are not attached to the pump hinge pins: clear warnings about the dangers of an improperly attached set plate or cassette are provided in the product literature. There is not sufficient room on the pump, cassette, or set plate for providing each of the important warnings and cautions which are contained in the product literature. For all the deltec pumps except the cadd-tpn pump, on anti-siphon valve is supplied with each deltec administration or extension set. This anti-siphon valve is designed to prevent inadvertent over-infusion. The use of this device and the reasons for it not being available for the cadd-tpn pump are as follows: in the case of the cadd and the cadd-prizm pcs and vip pumps, the valve is incorporated in the administration and extension set, downstream from the pump. In the case of the cadd-tpn pumps, however, deltec has provided a clear warning that the anti-siphon valve should not be used. The reason for this is that the use of such a device could cause a back pressure which could threaten the integrity of the air eliminating filter in the cadd-tpn administration set. Deltec has for several years tried to find an air eliminating filter which will offer the necessary degree of security against damage when used with an anti-siphon valve in the cadd-tpn administration set. However, to date, it has not been possible to identify an appropriate filter material. Deltec's infusion pumps are used by trained clinicians- either physicians or specially trained nurses. Since tpn therapy takes time and is often administered at night, it is obvious that the pt (or in the case of a child, their caregiver or parent) must be able to administer the therapy without a clinician. Prior to being left with a pump, the patient, caregiver, or where relevant, the parent, is given detailed training and the clinician ensures that he/she is able to use the pump properly. Regarding the incident which is the subject of this letter, is was reported the pump had been used safely for eighteen months by the mother of the infant prior to the reported incident.